Manufacturer narrative:
The device was discarded and there was no lot number provided. Based on the information provided, it cannot be determined that the alleged maceration is related to the prevena¿ incision management system. Device labeling, available in print and online, states: the prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45ml canister. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, or other complications. Duration of therapy: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Patients should be instructed not to turn therapy off unless: advised by the treating physician. Bleeding develops suddenly or in large amounts during therapy. There are serious signs of allergic reaction or infection. The canister is full of fluid. Batteries need to be changed. System alerts must be addressed.

Event description:
On 07-may-2018, the following information was reported to kci by the physician: the prevena¿ incision management system was placed post wound closure in the operating room. Date not provided. On (B)(6) 2018, after removal of the prevena¿ incision management system there was "strong exudate" however, there was "hardly any liquid in the canister." The patient's wound was "severely" macerated and the "wound had to be reopened." No additional information is available. On 11-jan-2019, kci reviewed an image provided which exhibited a partially sutured wound that has an opened section with no sutures and brown/black tissue in the center of the opened area. Minor maceration is observed in some areas of the periwound. A device history review of prevena¿ peel & place¿ dressing lot number 2918968, determined all end release testing of product and packaging met specifications. The prevena¿ therapy unit lot number was not provided; therefore, a device history review could not be performed. On 30-may-2018, kci quality engineering determined the prevena¿ incision management system had been discarded. Therefore, a device evaluation could not be performed.

Manufacturer narrative:
MDR-3009897021-2018-00002 sent on 11-jan-2019 noted date of event: (B)(6) 2018. Correction: date of event: (B)(6) 2018. Based on this correction, kci's assessment remains the same; it cannot be determined that the alleged maceration is related to the prevena¿ incision management system.